Event description:
As reported by the field clinical specialist, approximately 1 year and 5 months post tavr procedure with a 20mm sapien 3 valve in the mitral position, the patient presented with extensive fatigue, heavy coughing, shortness of breath, severe mitral stenosis (ms) with two completely frozen leaflets. A transesophageal echocardiogram (tee) revealed a gradient of 40mmhg. The patient underwent a valve-in-valve procedure with a new 20mm s3 in the mitral position and the gradient was reduced to 3mmhg after a new implant with a 20mm s3. The patient was reported as stable at the end of the procedure.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, an imaging evaluation was unable to be performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed without any provided imagery/medical records. A review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "1 year and 5 months post tavr procedure, the patient presented with extensive fatigue, heavy coughing, shortness of breath, severe mitral stenosis (ms) with two completely frozen leaflets". Leaflet motion restriction develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration such as calcification, non-calcific degeneration, leaflet thickening or thrombosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Due to limited information, a definitive root cause was unable to be determined at this time. Elevated gradients may indicate obstructed flow across the valve. In this case, it reported that there was "two completely frozen leaflets", these restricted leaflets likely impact the blood flow, leading to increased gradients. As such, available information suggests that patient factors (leaflets motion restriction) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.